Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that during preparation, air bubbles were noted in the hemostatic valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication were reported.